Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead had dislodged from its original implant position, resulting in high thresholds and loss of capture. Subsequently, the patient underwent a revision procedure, and this ra lead was successfully repositioned. Besides intervention, no other adverse patient effects were reported. This ra lead remains in service.